Event description:
A surgeon reported the vitrectomy cutter would not work and the occlusion alarm sounded during a procedure. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).